Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse(+) into the cheek on bone (off label use of device), using needle followed by cannula. The lot number for radiesse(+) was not reported. After the radiesse(+) injection, the patient experienced a vascular occlusion (vo). The event was confirmed under ultrasound (reported a u/s) as a vascular event affecting the angular artery. During the injection, the patient experienced that her cheek was hot and she had blurred vision. The injection was stopped. On (B)(6) 2026, the day of this report, she was better and came back to finish the treatment. She went home, and later called and complained that her lip was going numb (reported as number) and her right cheek was red and really hurt. On (B)(6) 2026, the event was managed with saline and hyaluronidase. The patient was seen for an in-office follow up on (B)(6) 2026 and had improved perfusion, and was scheduled for further follow up on (B)(6) 2026. Due to the information provided, the outcome of the events hot and vascular occlusion was considered as resolving.

Manufacturer narrative:
This case was assessed by merz north america as serious. The event vascular occlusion was assessed as expected, whereas the event injection site warmth was assessed as equivalently expected as inflammation and the event vision blurred was considered equivalently expected as vision changes based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). The reported numb, red, and hurts are considered to be symptoms of vascular occlusion and therefore were not coded. Off label use of device was coded only for formal reasons. Injection into the cheek on bone is no approved indication for radiesse(+) in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.